Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient experienced burning and pain at the ins site. The patient stated he has complained to his healthcare provider (hcp) but when he does they only change the ins programming and the issue is not resolved. The patient inquired about replacing the ins. The patient further stated that the ins has been "burning like a torch" and he is taking 4.5 to 6 oxycodone a day to reduce the pain, but this did not help much. The patient stated that the ins has "not been doing a whole lot of good". The patient reported having 8 different setting programmed, and has been turning the stimulation up as high as he can stand it, and sometimes leaves the ins off for 2-3 days after he charges. The patient reported that he does not use it more than he absolutely has to because it is too irritating, and he cannot stand it no matter how high or low itis. The patient stated that the ins helps for a little bit when he turns it on and it helps for about an hour, then "fades away" and the patient stated it was "irritating as it can be". The patient stated that he does not want another operation, and he has had 3 surgeries, each of which had worsened his problems. The patient reported having his nerves burned off and stated that they couldn't get close because of the ins. The patient also reported needing help with the external equipment due to a recent shoulder surgery, but no relation was specified to the device or therapy. The patient was redirected to his hcp to address symptoms. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the burning pain at the device site started without warning. It was reported the pain was very severe at times and gave little relief. There was no reported change in activity, and it was reported that the ins was turned up too high so the patient could feel it in their feet. It was reported the issue was not resolved. It was reported that the issue comes and goes with no reported reason or change in activity. There were no reported complications and no further complications were expected.